Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) result. The customer reran the sample and received normal results. Calibrations and quality controls were acceptable. The customer stated that it was not an instrument issue and they did not require service. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument an on an alternate instrument, resulting higher. The result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ipth result.